Manufacturer narrative:
These parts were removed and replaced in a revision; therefore, the complaint is confirmed. Functional testing and inspections could not be made as the parts were not returned. Device history record (DHR) for the tmj component was reviewed and no discrepancies were found. Device history record (DHR) review was unable to be performed for the screws as the lot number of the device involved in the event is unknown. Investigation results concluded that the reported event was due to patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00368-1 and 0001032347-2018-00369-1.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Medical product: biomet microfixation "2.4mm" system ht cross-drive screw, catalog #: 91-2710, lot #: ni; biomet microfixation "2.4mm" system ht cross-drive screw, catalog #: 91-2712, lot #: ni. Therapy date: (B)(6) 2018. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00368 and 0001032347-2018-00379.

Event description:
It was reported there was a revision of the mandibular component due to "unusual anatomy issues that made the case more challenging." The sales representative stated there was no product failure. No additional patient consequences were reported.